Event description:
Customer reported to (B)(4) health authority (B)(4). Report states that on (B)(6) 2009, a 500 ml bottle of albumin was set up on a b braun pump (air inlet on giving set opened). The pump was programmed to deliver 500 ml vtbi over 4 hours (at a rate of 125 ml/hr). The infusion was set to run at approx 18:20 on. The staff nurse stopped the infusion when she noticed the bottle was empty at approx 20:10. The staff nurse observed from the pump display that the pump showed the correct vtbi of 500 ml and rate of 125 ml/hr, as programmed, and approx 200 ml had been infused. The staff nurse inspected the bottle and line for leaks but could see no evidence. The staff nurse has confirmed that the bottle of albumin had contained 500 ml before the start of the infusion. The event log of the pump was downloaded by the investigating officer. The event log revealed that the pump had been correctly set (at 18:23) to deliver 500 ml over 4 hrs. The infusion progressed at 125 ml/hr, without alarm or interruption until it was stopped at 20:10. Set and bottle not retained for inspection.

Manufacturer narrative:
(B)(4). B braun medical, inc (the importer) is submitting this report on behalf of b braun (B)(4) (the manufacturer). This report has been identified as b braun (B)(4). According to inspection report dated (B)(4) 2009: the device history log file was read out and checked. The data as described by the customer was found. No malfunction of the pump was identified. The pump was visually checked, a minor deformation was detected at the top of the housing and is a typical sign of drop down damage. The observed deformation could not contribute to the reported defect. All seals on the screws were intact, switch on and startup was possible without limitations. Function and delivery accuracy (according to iso 60601-2-24) was found to be within specification when device was tested in our laboratory. Based on the results of the pump inspection, no conclusions can be made regarding the cause of the event.